Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2018, a significant impedance increase was found in the lead measurements curves, in particular in right ventricular coil continuity curve. All the manual tests (impedance, sensing, pacing) were normal. It was tried to reproduce noise oversensing and no noise was detected while impedances were stable. Next follow-up will be on (B)(6) 2018. The patient will receive next week the remote monitoring system. Preliminary analysis confirmed the reported event. Telemetry error that affect lead measurement curves is highly suspected .

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2018, a significant impedance increase was found in the lead measurements curves, in particular in right vetricular coil continuity curve. All the manual tests (impedance, sensing, pacing) were normal. It was tried to reproduce noise oversensing and no noise was detected while impedances were stable. Next follow-up will be on 04 jun 2018. The patient will receive next week the remote monitoring system. Preliminary analysis confirmed the reported event. Telemetry error that affect lead measurement curves is highly suspected .